Event description:
It was reported that the ilet user experienced elevated blood glucose after breakfast, which they announced as a usual meal but later clarified they ate a lot. This was assessed as an incorrect meal size announcement, representing an improper or incorrect procedure related to the user interface. Symptoms included hyperglycemia peaking at 307 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of the information they provided. Investigation of this case revealed no device problem and identified a usage problem consistent with meal announcement error. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and that an unintended use error contributed to the event.